Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the bruising, swelling and tenderness was unknown. The actions taken to resolve the symptoms included observation. It was also unknown if the bruising, swelling and tenderness had been resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient came into the clinic for his 1-week post-operative appointment. The rep reported that the patient had an extensive amount of bruising in his axial back (bilateral), right under the spine incision. The rep reported that the spine incision was also swollen and tender. The rep reported that this was all evaluated by the office physician¿s assistant (pa). The rep reported that the pa stated per the anesthesiologist who was there for the patient¿s implant, the patient coughed excessively during surgery and believed that may have contributed to the patient¿s current signs and symptoms. The rep reported that the pa prescribed antibiotic(s) and requested the patient follow up in 3-4 weeks for reassessment. The issue wasn¿t resolved at the time of the report. No further complications were reported.